Event description:
On an unknown date, the patient was taking a step down and sustained a fracture. Reportedly the surgeon suspect the fracture was due to prolong use of boniva. Patient was implanted with trochanteric fixation nail (tfn) construct on (B)(6) 2013 for a left femur fracture. It was reported by the patient's husband that the patient is experiencing an allergic reaction. The patient may possibly be allergic to alloy or titanium. The patient's husband requested the composition of the tfn implants. He indicated as of (B)(6) 2013 that his wife was healing well and was actually walking without a limp or any pain and the only issue at this point was a rash on the trunk of her body that appeared to be getting slightly better. She has a referral to an allergist but she is holding off on pursuing that at this point to see if the rash continues to improve. Note: chu engineer spoke with the patient's husband on (B)(6) 2013 and verbally gave the composition of the implants. Reportedly the patient¿s status and outcome is good. The surgeon reported that there are no plans for explanting the devices. A benign clinical finding was reported. This report is for an 11.0mm ti helical blade. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.